Event description:
The tech alleged the side rail would not stay latched in the up position. No pt impact.

Manufacturer narrative:
The tech found the side rail latch spring was rusted and worn. The tech replaced the side rail latch spring to resolve the issue.